Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a staph infection. The patient was nauseous, weak and had a fever. For treatment, the infection was lanced, drained and diagnostic tests were performed. The patient was prescribed unknown antibiotics to take 2 times per day for 7 days. The pod was worn longer than 48 hours on the arm. The pod was discarded and the patient was discharged after 45 minutes.